Event description:
It has been reported to philips that the customer was unable to perform fluoroscopy. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, treatment procedure was performed by the customer when the issue occurred, and the procedure was delayed and completed by using mobile c-arm. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform fluoroscopy. Review of the system log file showed that issue with wired foot switch. To resolve the issue, fse replace wired footswitch. The defective foot switch was returned to philips for analysis and found antislip was missing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.